Event description:
Boston scientific received information that this patient presented to the hospital feeling shortness of breath and fatigue. During a follow up an increase in right ventricular pacing thresholds were noted as well as a loss of capture. An x-ray showed that this lead had dislodged. An explant procedure took place. After explanting this right ventricular lead a lead fracture was noted. The physician believed that the high pacing thresholds were related to the lead fracture. A new lead was implanted. The explanted right ventricular lead will be returned for analysis. No adverse patient effects were reported following the procedure.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed. Visual inspection noted setscrew marks on the terminal pin and ring. There was also slight separation between the tip ring and neck insulation. The portion of the lead tested was electrically continuous. Laboratory analysis could not confirm the field allegations.